Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient became ill following their pump implant. It was noted that follow-up visit was on (B)(6) 2014. It was reported that the patient ¿could not keep anything down¿ and due to a severe headache which was causing the patient to be nauseous. It was reported that the patient¿s healthcare provider saw the patient the day of report and ordered a blood patch to be done the day of report. It was noted that the pump had been turned to minimum rate. It was reported that there was no alleged catheter issue. It was noted that the pump was used to infuse lioresal. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient had flu like symptoms. It was reported that the location of issue or symptom was at an unknown location. It was later reported that the patient believed that a spinal fluid leak caused the patient¿s symptoms. It was noted that the pump was set at minimum rate to make certain the drug was not causing their symptoms. It was reported that was ruled out and the patient¿s pump was brought up to therapeutic levels. It was noted that two blood patches were performed. It was noted as of the day prior to report, the patient was 80 percent better with their symptoms and the healthcare provider was going to try a third blood patch. It was reported that the patient had an appointment with their managing hcp. Additional information received reported that patient had a refill and the next day was very ill with nausea and vomiting and went to the ER. It was noted that the patient was admitted and they ran tests. It was reported that ever since their MRI, the patient had been feeling sick and their pain has returned. It was noted that the patient spoke at length about this to their healthcare provider (hcp). It was later reported that no MRI was performed on the patient. It was noted that patient had relief of all symptoms of a spinal headache. It was reported the patient saw their managing healthcare provider (hcp) the day of report and was feeling much better. It was noted that they are starting to increase the patient¿s daily dose of baclofen and the patient is already seeing some benefit from the baclofen at the time of report.